Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, e2, e3, g2 (unmark health professional and user facility. Checkmark company representative), g3, and h4. Correction to g3 of the initial medwatch. The aware date should be aug 6, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that event occurred due to high energy endo therapy accessories (laser, radiofrequency, etc.) Were used without sufficient distance from distal end. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in " bf-h190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope", and preventative measures in "bf-h190 operation manual: chapter 4 operation:4.3 using endo-therapy accessories". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a burnt and scratched distal end plastic cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.